Event description:
It was reported that during a da vinci si lobectomy procedure, the cable on the permanent cautery spatula instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode of a broken cable; however, evaluation found that the distal clevis and pulley notch between the clevis was broken. The yaw pulley and conductor wire were dislodged and the yaw cables were found to be derailed off of the distal pulley. There was also a small crack on the proximal clevis at the distal end. Engineering concluded that the damage was likely due to excessive side loading or other type of mishandling. The broken pieces off the distal clevis and conductor wire cap were missing. Engineering evaluation also found that the main tube near the distal end had various scratches. Two of the longest scratches were .6350 and .2785 long. The banana plug was found bent at the back end of the housing. A piece of white string was found tangled around the pulley. Engineering evaluation concluded that the damage was likely due to mishandling. The instrument also passed electrical continuity testing. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.